Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
During a total hip replacement, the surgeon trialed a 36e trident 10 degree liner with an implanted tritanium 54e shell. The liner was impacted with the correct impaction tool. The liner trial was removed by hand. During the removal the surgeon noted a small piece of plastic next to the shell, originating from the rim. All plastic was removed from the pt and the surgeon commented that it was clearly wear and tear of the trial liner.